Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/14/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent diagnostic laparoscopy, vaginal hysterectomy, cystoscopy due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that the patient underwent a diagnostic laparoscopy, exploratory, laparotomy, bilateral salpingo-oophorectomy, appendectomy, and lysis of adhesions on (B)(6) 2004. No additional information was provided.